Event description:
It was reported that the patient's sensor is rotated and they have been unable to obtain a reading from it with the patient electronics device. There were no adverse consequences to the patient. Continued troubleshooting is planned.

Manufacturer narrative:
The reported event of signal acquisition difficulty was confirmed. Rotation of the sensor was confirmed via chest x-ray. Additional troubleshooting of the patient signal acquisition was not possible as the patient died for reasons unrelated to the cardiomems device or implant procedure per the healthcare provider. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5 mhz. The sensor operated at 34.48 mhz. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.